Event description:
Caller reported that the cartridge would not snap into place because the piston was completely retracted correctly, but they could place it on top without turning it to snap into the pump. There was no adverse impact to the customer¿s blood glucose level. Caller resolved the issue by using an old cartridge that snapped in without a problem and then contacted customer technical support. The issue was resolved, and the customer successfully resumed insulin delivery, requiring no further assistance.